Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 7 atms on the second inflation. (The initial inflation was also to 6-7 atm's). The lesion being treated was located below the first diagonal branch in the mid lad coronary artery. The balloon rupture caused a distal dissection. The pt complained of chest pain and experienced significant ECG changes as well as a positive stress test during this event. The maverick2 monorail balloon was removed. A pronova stent was successfully deployed at the lesion site to repair the dissection. Pt status is reported as 'stable'. It is noted that this device had been resterilized once.